Manufacturer narrative:
H11. : no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. Based on the provided information within the entry description. The most likely cause for the reported failure is user error. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that a piece of a pleurx catheter broke off inside a patient. During follow up, it was further explained that on february 3, 2026, the patient¿s husband attempted to remove the end cap from the pleurx catheter during a drainage procedure. While trying to loosen the cap, he applied pressure with his finger, causing the portion of the catheter without the end cap to break off and fall to the ground. The patient was subsequently admitted to the hospital to have the broken part replaced; however, no injury or surgery occurred.